Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
Information received from a consumer reported pain and bruising/discoloration around the implantable neurostimulator (ins) site. The consumer thought that the ins had moved. For the couple of weeks prior to (B)(6) 2015 the consumer had pain down his right leg and bruising. It was noted that there were no falls or trauma related to this event. The consumer had shut stimulation down because it was too painful to have stimulation on. It was noted that the change in therapy/symptoms was considered sudden. The consumer was to follow-up with his health care provider. The pain and bruising around the ins site and down the right leg/foot occurred during use beginning in (B)(6) 2015. Stimulation was turned off because it was too painful in (B)(6) 2015. No further outcome, diagnostics/troubleshooting, or interventions were reported. Follow-up was conducted to obtain this information; if additional information is received a supplemental report will be sent. The consumer's indication for use was noted to be failed back surgery syndrome.